Event description:
On august 26, 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would power off during use. On september 1, 2006, the medical affairs specialist (mas) spoke with the pt's husband to obtain and verify info. On august 23, 2006, the pt noted the reported meter would power off during use; she did not obtain a blood glucose reading. On the day of event, at 1:30 am, the pt was experiencing the symptoms of sweating and difficulty waking up. The pt was unable to obtain a blood glucose reading on the reported meter. The pt's husband used his own meter and obtained a blood glucose level for the pt of 30 mg/dl. The husband then called emergency services, and the paramedics arrived five minutes later. The paramedics obtained a blood glucose reading of 22 mg/dl using their meter. The pt was treated with a glucose injection, orange juice and a sandwich, and felt better afterwards. The pt was not transported to the emergency room. During the two days, the reported meter would power off during use, the pt did not test her blood glucose levels using any other device. The day before the event, the pt had taken her normal meals and medications. The pt has had previous episodes of nighttime hypoglycemia. The pt takes the oral diabetes medication metformin, lantus insulin daily, and an unspecified rapid-acting insulin in a pen with meals. The pt does not adjust her insulin regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that, the pt had not replaced the meter's battery according to MFR's recommendations. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approx one year. The meter and test strips were replaced. Although the pt had not replaced the battery, she was unable to obtain a blood glucose reading on the reported meter, became hypoglycemic, and received emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.